Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) bost410, (3i t3 non-platform switched tapered implant 4 x 10mm), one (1) unknown biomet screw, one (1) iiic12 (certain pick-up coping 4.1mm(d) x 5mm(p)) and one (1) unknown biomet abutment for evaluation. Visual evaluation was performed, there was signs of use, the implants collar was fractured and had damage from removal. A iiic12 lot unknown was returned. The impression copings fingers were bent and one (1) was fractured. The unknown abutments fingers were damaged, and the retaining screw was fractured, the screws threads were returned (connected to the unknown biomet screw). This complaint refers to the bost410. Device history record (DHR) review was completed for the subject lot number 2017112302. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2017112302 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implant collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10. Concomitant medical products unknown biomet screw.

Event description:
It was reported that the implant was full osseointegrated at tooth site 26. Screw fractured, implant fractured at the collar and had to be removed with a thephine. Patient will have to return for re implantation.